Manufacturer narrative:
(B)(4).

Event description:
The patient experienced an allergic reaction. The patient arrived to the hospital on (B)(6) 2010, with redness and clear drainage present from the pump site. The area contained cellulitis and erythema. The hcp had thought the reaction was to silicone; which is consistent in the patient's pump. The patient underwent allergy testing and tested (B)(6). As a result of the reaction, the patient's device system was explanted. The patient developed a post-spinal headache after her intrathecal catheter was removed. She was treated conservatively with fluids and caffeine, which were unsuccessful. The patient was treated with a blood patch on (B)(6) 2010, which successfully improved her headache. The patient was discharged home on (B)(6) 2010. The patient was treated with antibiotics. The medications being delivered via the device system were bupivacaine, clonidine, and hydromorphone. The patient recovered without sequela.